Event description:
Ultrasound examination was performed on an at-term pt with gestational diabetes. Fetus was described inaccurately as normal birthweight, eventhough the abdominal circumference values were greater than those stipulated in the hadley tables (405.6mm). User facility stipulates that an erroneous valve was input into the worksheet tables (249.2mm) which resulted in the inaccurate weight determination.